Manufacturer narrative:
Follow up #1 11/24/2015 device evaluation: the pump has been returned to animas and evaluated on 11/12/2015 with the following findings: the pump¿s black box showed one pump reboot event on 09/29/2015. No evidence of voltage fluctuations, excessive battery usage or voltage drops were observed in the black box. There were battery compartment cracks observed in the thread area and below the grip pad. The pump¿s current draws were within specifications. No evidence of excessive pump temperature was duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.